Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09971. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® aaa closure device & delivery system (wds) was inserted into the watchman ® access system (was). While attempting two full recaptures of the closure device, the was became kinked and the was was unable to provide support to fully recapture the wds. The wds was fully contained within the was upon removal from the patient. The procedure was not completed due to this event and will be rescheduled at a later date.